Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided hydrothorax percutaneous drainage procedure using the navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that there was leakage in the small hole of sure-lok tm component. The procedure was completed using another device. There was no reported patient injury.